Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump indicated that there was a cassette installation error when no cassette was present. The event happened during testing.

Manufacturer narrative:
One device was returned for analysis of complaint that there was a cassette installation error when no cassette was present. There were no services previously reported. Log events were reviewed and there are no errors related to the customer complaint. Visual and functional testing was performed. During the investigation, the failure was confirmed. It was determined that the problem came from the main board since it had data lost, it was replaced with a new one. Additionally, the dso seal was damaged and replaced. All tests passed within specifications. Probable cause was main board damage.